Event description:
The customer contacted stryker to report that on/off button on their device is not responding. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section 11 additional mfg narrative of the initial medwatch reported indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the power and system pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced parts at the product analyses center (pac) and was not able to duplicate the reported issue. No further root cause could be determined. Section 11 additional mfg narrative of the initial medwatch reported should have indicated: stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's power pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed power pcb assembly. No issues were observed with this removed part during testing. The cause of the reported issue was not determined.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer's device and was able to verify the reported issue. After replacing the power and system pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced parts at the product analyses center (pac) and was not able to duplicate the reported issue. No further root cause could be determined.

Event description:
The customer contacted stryker to report that on/off button on their device is not responding. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.